Event description:
It has been reported that the procedure was being performed on an approximately (B)(6) male patient . Prior to insertion, the intra-aortic balloon (iab) was prepped per the instructions for use and the syringe was removed. The fiber optix sensor (fos) was connected to the intra-aortic balloon pump (iabp), lighting appropriately. The catheter was then inserted into the right femoral artery via the teflon sheath. The iab became caught in the teflon sheath, at which time they removed both the sheath and catheter as one and in the process the femoral artery became injured. The femoral artery required surgical repair. Reference MDR #1219856-2011-00211 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.